Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issue with vibrate alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports most of vibrate function not worked anymore although it will work ultimately. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No audio/vibrate anomaly/absence of alarm noted during test. (B)(4).